Event description:
It was reported that during follow-up in clinic, noise was observed on the rv lead. Lead was explanted and replaced without any complication. Patient was in good condition post-procedure.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion breaching the svc cable lumen was noted at 41.0 cm to 41.5 cm from the distal tip consistent with lead friction to the device can. Internal insulation abrasion breaching the re cable lumen was noted at 13.6 cm to 14.2 cm from the distal tip. The etfe coating was intact at these locations. Internal abrasion breaching the re cable lumen was found underneath the svc shock coil at 21.3 cm to 21.6 cm from distal tip. The etfe coating of one re cable was also abraded in this location. This is consistent with the observation from the field of noise.